Event description:
It was reported that the pt's vns indicated high impedance during a systems diagnostics test performed at a routine office visit. No trauma or manipulation has been reported. No adverse events have been reported. X-rays have been taken, but they have not been sent to the MFR. An x-ray report has been received that states "likely detachment of metallic lead from power generator over the left chest". Attempts for further info are in progress. Surgery to perform a lead revision is likely.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.